Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to recover storage spaces. A technical support specialist (tss) confirmed that based on the current device and user configuration, the user was unable to serve as a witness due to the bioid exempt login mode set to ¿user ID, password, witness.¿ the device itself is configured for ¿user ID and bioid,¿ and although the user has permission to witness and is bioid exempt, this setup would require another witness to verify their login and creating a potential endless witness loop. To prevent this, the system restricts such configurations the tss advised the user to act as a witness, the user must switch to bioid login. During the attempt to recover storage space, the customer was unable to find personnel to reproduce the issue in real time. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user was unable to recover storage spaces. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.